Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a premature transmitter battery countdown was not found within the investigation window. The allegation was not confirmed. The probable could not be determined. In addition, a transmitter failed error and low battery were found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.